Manufacturer narrative:
The technician found during a pt inspection, the brake caster is worn due to normal wear and tear. The technician replaced the left foot brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the left foot brake caster is not locking. The bed was located in the hill-rom service center. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).